Event description:
It was reported by the patient that they were readmitted to the hospital five days after implant. They were experiencing chest pain and fluttering in the chest, and had developed pericarditis and pericardial effusion. The patient was treated with medication. It was also reported that the patient had endocarditis. X-ray, echocardiogram, and computed tomography scan (CT) were performed and dislodgement of the right atrial (ra) lead was confirmed. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).